Manufacturer narrative:
A visual examination of the guidewire revealed that the device presents the jacket (ptfe) peeled along the wire. No failures were found with the hydrophilic coating. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that procedural factors could have generated the damage encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a cannulation procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a cannulation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.